Event description:
It was reported the device did not heat the fluid to temperature. No patient injury reported.

Manufacturer narrative:
Other, other text: additional information d4 UDI is unknown. No product information has been provided to date. Additional information d5 d10 h3 h6 this MDR was generated under protocol (B)(4) , as a result. Of warning letter cms# 617147. No causes or potential causes of the custmer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. The device had a stained float switch, wear and tear damaged enclosure, tank cover, front cover, pole clamp, plate clip, and line cord. The heater was rusty. The printed circuit board (pcb) and power switch were outdated. The technician started with a visual inspection then filled tank with water, attached temp check, plugged in line cord, and turned on the power switch. The reported issue was confirmed. The device temperature could not be raised. The root cause of the reported issue was found to be a faulty pcb. The technician replaced the pcb.